Event description:
It was reported that the patient underwent a generator pocket revision due to discomfort at the generator site. The patient's generator was moved 'from near the sternum to closer to the left arm.' It was reported that following re-positioning the generator diagnostics were within normal limits. Multiple attempts were made for additional information; however, no further relevant information has been received to date.